Manufacturer narrative:
The technician found that the power cord plug had a loose ground pin. The technician replaced the power cord plug and this resolved the high ground resistance reading.

Event description:
Technician alleged that the ground resistance reading was high while doing an electrical safety test on this bed. No alleged injuries.